Event description:
The account alleged the head end of the stretcher is not going and is in the raised position. No patient impact. Reference manufacturer report number 3006697241-2013-00063.

Manufacturer narrative:
(B)(4). The amo field service engineer inspected the excimer laser at the customer's location and found the system to be operating within the specification. No issues were found that related to the report of overcorrections. While on site the field service found that the room's humidity was at the lowest end of the specification and advised the clinic staff. All pertinent information available to amo has been submitted.